Event description:
During follow-up, increased capture threshold and decreased sensing were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed no anomalies. The event was resolved by capping and replacing the rv lead. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.